Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have charring and localized melting on bipolar yaw pulley, next to the grip as reported by the customer. The instrument passed the electrical continuity test in both grips.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had melted plastic on the distal tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the thermal damage on the tip was identified during the cleaning process. During the last use of the instrument, it was unknown if arcing was observed, but the surgeon was known to place the monopolar curved scissors instrument on top of the fenestrated bipolar forceps instrument and to use energy from both devices to cut/cauterize more quickly. This may have resulted in a potential arcing event. There was no injury to the patient. The instrument was inspected prior to use with no damage noted. The or staff did not inspect the instrument after use. The instrument did not collide with any other instrument, or tool.